Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose level was 5.2 mmol/l. Customer states insulin pump was stopped working. Customer states critical pump error image displayed on screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.